Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty positioning the cds could not be determined. The reported patient effect of tissue damage appears to be a result of difficulty positioning the cds causing a small laceration. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that clip jumped and the posterior leaflet was lacerated. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2+. The second clip delivery system (cds) was advanced to the mitral valve. The place where clip was placed was too close to the first clip; therefore, the clip was inverted and retracted to the left atrium. The clip made a small jump at the level of the leaflets, and a small laceration was observed at the posterior leaflet. It was unclear if this was a leaflet or chordal tear. The clip was then repositioned and placed on the spot of the small laceration successfully. Two clips were implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty positioning the clip delivery system (cds) appears to be related to user technique/procedural conditions. The reported patient effect of tissue damage appears to be a result of difficulty positioning the cds causing a small laceration. The reported slda appears to be related to patient morphology/pathology and due to the chordal rupture which subsequently caused the mr to increase to grade 3. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: on (B)(6) 2017, a control echocardiogram was performed. It was found that the medial clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mitral regurgitation (mr) had increased to 3. The patient remains stable, with improved pulmonary pressures. No additional treatment has been planned. No additional information was provided.